Manufacturer narrative:
Correction to h6/h10 as reportable finding was inadvertently omitted from the initial medwatch. It was also noted during evaluation that the coating on the insertion tube was peeling. Added additional h6-problem code. Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it is likely physical stress was applied to insertion section during user handling, which damaged image sensor unit/cable causing no image and led to peeling. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU) in regards to the no image: ¿important information ¿ please read before use ¦ warnings and cautions: caution turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦warning and cautions: disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly, or the frozen image may not be restored during the examination. 3.8 "inspection of the endoscopic system" ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 5.1 "troubleshooting" if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿.¿ the following information is stated in the instructions for use (IFU) in regards to the peeling: "3.3 inspection of the endoscope 3 inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, no image-unrestorable-error code on the evis exera iii bronchovideoscope. The issue was found during preparation before use inspection in an unspecified procedure. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found no image the screen was black, the insertion tube was dented/flat ring gauge 5.7 no pass through, also causing heavy restriction when passing forceps and brush, all the switches were not working, no data transmission from the ID chip. Additionally, the bending section and charged coupled device shrink tube was cracked. The body control unit was dry. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.